Event description:
During a dilatation procedure, the catheter balloon developed a pinhole after the 2nd inflation at 10 atm. The catheter was removed with no pt injury or further complications being reported.